Event description:
It was reported tha the patient complained of headaches, pain and discomfort. The pt has been implanted in the same ear- 3 times. Integrity testing carried out on may 30, 2006 showed climbing impedance values on electrodes 5 to 12. Stimulation on electrodes 1 through 5 did not cause non-auditory percept, pain or wooziness. Electrode 6 sounded "higher pitched", stimulation on 9 and 10 gave him a feeling of wooziness, while 11 gave a shooting pain. For the lower channel (1-5) the patient did not demonstrate limited loudness growth. The patient had not worn his tempo+ processor for the last year. It was not in good shape when presented for testing- missing battery cover and damaged cable. He is uncomfortable wearing the processor because of the possibility of pain and other unwanted symptoms. Patient reported being in automobile accident in march 2006. The patient is considering revision without immediate re-implantation, as he would like to wait a time period prior to implantation of a new device to determine if the presecence of the implant and/or ground electrode is causing the pain.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.